Event description:
A report was received that the ipg had moved and the patient was having discomfort associated with any movement. The patient underwent a revision procedure wherein the ipg relocated. The physician did not suspect that the event was due to the device. The patient was reportedly doing well postoperatively.